Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent. The data downloaded from the device did not show any timeouts or drive stalls during the run. The timing/cause of this cannula being bent is unknown. A leak test was performed, and a punctured soft cannula was found in the exposed portion. Fluid was seen exiting the tear. The timing/cause of this cannula getting punctured is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod on the leg between 37 and 48 hours. Insulin was noticed to be leaking out. The pod was removed and the cannula was found bent. A new pod was applied to treat the hyperglycemia.